Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the investigation results, it is likely that the following caused the malfunction: leakage from the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device exhibited a no-image issue. There was no patient involvement.